Manufacturer narrative:
The technician found the head cylinder was bent which prevented the head section from lowering. The technician replaced the head cylinder to repair the bed.

Event description:
Information received indicates the head section will not lower.